Manufacturer narrative:
Device remains in patient, review of information provided by the user facility and quality records. A review of the manufacturing records verified that the lot met all pre-released specifications. Based upon the available information, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. A review of the complaint files confirmed that this lot has not been reported previously. All available information has been placed on file for use in tracking, trending and follow up.

Event description:
It was reported that a patient underwent coloanal reconstruction in 2008, where gore seamguard bioabsorbable staple line reinforcement material was used. In 2009, the physician reported that the patient developed an anastomotic staple line leak requiring an emergent colostomy. In follow-up communication, the physician stated, "at the time of surgery eight days prior, the patient was found to have a pelvic abscess. Due to scar tissue, no better evaluation could be done regarding the status of the anastomosis. After completion of his colostomy, the patient did have flexible sigmoidoscopy, which showed a very ischemic distal bowel with chronic ischemia, and a question opening, question under the bowel from the harmann pouch from the previous surgery. It was somewhat tough to evaluate, there was so much retained stool." The physician also stated that he felt this problem was more related to the patient general condition and chemotherapy rather than a true anastomotic disruption, saying, "we think he necrosed his colon/rectum due to chemotherapy (avastin) - he may also have advanced disease as a contributing factor." The patient was discharged in the same month.